Event description:
On (B)(6) 2012 at the (B)(4), it was reported that the arterial measurement on the bmu-40 serial number(sn):(B)(4) was not working. There was no patient involvement as this was discovered during setup/priming. Reference: RMA (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The batteries were recharged, arterial probe was replaced and software was updated to version 04.02.00. The unit was tested per the service protocol and passed all tests. Reference: complaint (B)(4).